Manufacturer narrative:
(B)(4). Sales rep did confirm that it was a hernia procedure not colon resection. He believes there was a bowel resection performed during the hernia procedure. See attached user facility medwatch # (B)(4).

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon resection procedure, the device was fired and when the trigger was released the knife didn't return all of the way back to it's home spot. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54y7l. The analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.